Manufacturer narrative:
(B)(4). Swing tab in locked position. The analysis results found that the instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, and the proximal one driver up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and the cartridge was loaded into the device for functional testing. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. Event could not be confirmed as the device opened and closed without any difficulties noted. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an exploratory laparoscopic procedure, the device locked up and the handle would not return to its original position. This is all the information that was provided. It is not clear if another device was used to complete the procedure. There were no adverse consequences for the patient reported.